Event description:
The user facility reported that the anchor on the angio-seal device involved could not be released. Manual compression was performed instead of using the vascular closure device (vcd). Bed rest increased from 2 hours (with successful vcd placement) to 8 hours (manual compression). Additional information was received on 23 mar 2022: the technician confirmed that the patient was fine, however, the patient needed a considerably longer bed rest due to closure by manual compression instead of vcd (6 hours verses 2 hours). Additional information was received on 25 mar 2022: the procedure performed prior to the use of the closure device was an embolization of a cerebral arteriovenous malformation (avm). The size of the procedure sheath used was 8fr 90 centimeters. There were was no difficulties with the arterial access, sheath, guidewire or catheter insertion. Vessels were free of calcifications and was good enough for using a closure device. There were no issues with insertion, deployment, or withdrawal of the device. All components were pulled out of the patient on withdrawal, including the anchor. The patient was in stable condition. The blood loss was less than 250cc's.

Manufacturer narrative:
Health professional: requested, unknown, occupation: requested, unknown, implanted date: device was not implanted, explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8 fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were mated and returned in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor detached from the suture, and the carrier tube was subsequently removed from the hemostasis sheath to continue functional testing. As the anchor had detached, the collagen was pulled manually and the suture, collagen, and tamper tube were able to deploy successfully. The complaint was able to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).